Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed failed battery test. Customer's blood glucose level was 103 mg/dl. Troubleshooting was performed for failed battery test alarm and failed battery test alarm reoccurred after inserting the new battery. The insulin pump will not be returned for analysis.